Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. Oversensing was observed on the implantable pulse generator (ipg), which was suspected to be due to electrocautery. The ipg remains in use. No further patient complications have been reported as a result of this event.